Event description:
#Medwatcher #(B)(4). Started with extreme pelvic pain, headaches, muscle and joint pain, heavy long periods, unknown fever, extreme bloating, brain fog, major depression, fainting spells, painful intercourse, unable to have orgasms, moodiness and vaginal infections.